Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient turned off the stimulator or put it on the lowest setting. The cause of the stimulation at the implant site was not known to the patient. The patient reported that the stimulation at the implant site had not been resolved and that they were still having intermittent problems. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were not sure how to turn the implantable neurostimulator (ins) on/off, so the patient was reviewed on how to turn the ins on/off. The patient noted that therapy was turned on and that they were on program 4 at 1.1 v. The patient reported that they were feeling stimulation coming from where the implant was. The patient stated that it felt like little pinches where they were holding the patient programmer (pp) antenna and noted that it did not hurt. The patient was advised to decrease stimulation but noted that the feeling was gone. The patient stated that they got the stimulation across from where the lines end on the right butt cheek, maybe 1/3 of the way up. The patient reported that they got the sensation when they went to lay down at night and noted that it was not painful but was bothersome. The patient wanted to have the device removed so they could have MRI¿s for other unrelated medical conditions. The patient stated that they were going to have a radio frequency procedure done on the left side where the implant was. The patient was reviewed that the safety/effectiveness has not been established for radio frequency ablation, the patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.